Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. In (B)(6) 2014 the patient experienced elevated blood glucose levels, and the patient was able to self-treat with manual injections. In (B)(6) 2015 the patient's blood glucose result was 380 mg/dl. The patient attempted to self-treat with correction boluses with no success. The patients blood glucose increased to an unknown result, and the patient experienced symptoms of vomiting. At an unknown time the patient was admitted into the hospital. At the hospital the patient was diagnosed with ketoacidosis and dehydration. The hospital treated the patient with infusions. The blood glucose results obtained from the hospital were not provided. The patient was hospitalized for one day. The infusion device was requested to be returned for product evaluation.